Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 13.8 cm to 14.0 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the atrial lead exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.